Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient had fluid draining from the insertion site which had not closed completely. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.